Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had new pain in her low back when the stimulation was on. The patient¿s device was reprogrammed in which different electrodes were used and the frequency was reduced. This resolved the pain. The patient¿s pain returned to her low back. The pain was not movement based. It was noted that no muscle stimulation was occurring. It was unknown how long this had been going on. It was suggested that impedances be checked and the lead imaged as well. On (B)(6) 2013, it was reported that the patient was again reprogrammed but was still experiencing pain when the stimulator was on. A company representative planned to reprogram her device one more time. It was stated that if the reprogramming didn¿t work, the physician will remove the system. On (B)(6) 2013, it was reported that the company representative and the physician planned to continue programming the device. The physicians have decided they will not revise as the leads had not migrated enough. Additional information was requested, but was not available. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).